Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The certificate of sterility contained in the device history record was reviewed and no deviations/anomalies were identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the articular surface. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the package insert of the articular surface, infection is a known adverse effect of this procedure. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patients articular surface was revised due to a deep infection.